Manufacturer narrative:
Investigation in process.

Event description:
It was reported that while driving the implant with the instrument, the instrument broke, leaving the implant 2 - 3 mm proud. The broken piece was retrieved and the surgeon decided to leave the implant in its final place.